Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a button needed to be pressed really hard for the insulin pump to deliver a bolus and then the insulin pump alarmed button error. Customer's blood glucose was 98 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and customer agreed to return it to be analyzed.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad trace no button error alarm noted. Unit had minor scratched display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker.